Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 10:00 a.m., the patient experienced presyncope followed by a temporary loss of consciousness and remained in this state for 15 minutes. During this time, the cgm displayed a reading of 56 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed a value of 36 mg/dl. The patient remained at home with her husband and chose not to contact emergency services or a physician. A second fsbg comparison was performed approximately 5 to 15 minutes later, at which remained at 36 mg/dl, while the cgm reading had decreased from 56 mg/dl to 41 mg/dl. In response, the patient consumed a glucose shot (10¿15 grams) that had been previously prescribed by her physician. Within 1 to 2 minutes, the patient reported symptomatic improvement. No additional cgm or fsbg readings were obtained after treatment, as the patient felt stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.